Event description:
"At the beginning of procedure, trocars were introduced, extensive adhesions observed. Converted to open procedure. Upon withdrawing trocar, small amount of stool noted. Small bowel perforated."

Manufacturer narrative:
Product is not being returned to manufacturer.